Event description:
The patient had an all metal condyle placed and is complaining of pain at the mandibular angle area exactly where the distal end of the condyle prosthesis is located. The surgeon did replace the existing condyle with a shorter one.